Event description:
It was reported that patient had generator and lead replacement due to high impedance. Explanted device will not be returned due to facility policies, no other relevant information has been received to date.